Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The inner insulation was breached while in-vivo with metal ion oxidation (mio). Concomitant medical products: product ID: 5024m-58, lead, implanted: (B)(6) 1996.

Event description:
It was reported that right atrial (ra) lead failure was suspected due to observed noise. In addition, the right ventricular (rv) lead also exhibited noise, and failure of the outer coil was suspected. The leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.